Manufacturer narrative:
(B)(4). Attempts will be made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown general surgery on (B)(6) 2017 and suture clips were used. During the procedure the clips did not close correctly. There were no adverse patient consequences reported.